Manufacturer narrative:
Outer spring in siderail locking column broken.

Event description:
It was reported by svc report that the left siderail release handle is broken preventing the siderail from locking in the upright position. No pt involvement or adverse consequences are reported.